Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device implant procedure follow up, upon review of the session records, myopotential oversensing issue was observed. Patient was asymptomatic. The device was oversensing a low amplitude signal ahead of r-waves. It was recommended to perform myopotential testing. Programming changes were made which resolved the issue. The following day the myopotential oversensing issue was observed again. Further programming changes were made. Patient was stable.